Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the system had video loss in right eye. The site power cycled and cycled the breaker on the surgeon side cart(ssc) and vision side cart (vsc) and powered back on. The system still had a video issue in the right eye. The customer changed out the ssc. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the ports were placed and instruments were inside the patient. When the surgeon looked through the high-resolution stereo viewer he could not see out of the right eye. Another ssc was used to complete the procedure with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting no video in the right eye, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Upon visual inspection of the high-resolution stereo viewer (hrsv) the monitor was returned in good condition. The hrsv monitor was analyzed and installed on the printed circuit assembly (pca) test system. Upon system start up the right side was black. There was no picture showing up. Performed a couple of restarts of the system and still no image was showing up. This unit will be sent to the original equipment manufacturer (OEM) for repair. The root cause was attributed to a faulty electronic component. The complaint regarding ¿right eye no video¿ was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue.